Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient turned stimulation back on this morning and they never had to go above 0.5 on either program but they were now finding that they had to turn the amplitude up twice what it was before; today it was up to 1.3 just for the patient to feel any stimulation at all. Patient reported they normally are on program 3 but have to use program 1 and 2 to get any stimulation at all so patient was unsure if it was from the mammogram or what. Patient stated the need for increased stimulation started today after they turned stimulation on. No further complications were reported/anticipated.